Manufacturer narrative:
Device component code relates to device problem code for the reported event of injection gold probe failed to cauterize. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the upper gastrointestinal during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during preparation the device failed to cauterize. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found no visible failures. An electrical load test was performed and the device tested to be within specification. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the upper gastrointestinal during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during preparation the device failed to cauterize. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.